Event description:
On (B)(6) 2010, a trifecta valve (model unknown) was implanted. On (B)(6) 2018, a valve-in-valve procedure was completed within the 8-year-old trifecta valve. The patient is reported to be discharged. Additional information has been requested.

Manufacturer narrative:
Provided has stated this is a duplicate event of per-2017-0173223, MDR-2017-51251, MDR regulatory report MFR number 1: 3007113487 MFR number 2: 2017 MFR number 3: 00033. A follow up report will be sent from the original report.

Event description:
Additional information provided has stated this is a duplicate event of per-2017-0173223, MDR-2017-51251, MDR regulatory report MFR number 1: 3007113487 MFR number 2: 2017 MFR number 3: 00033. A follow up report will be sent from the original report. On 10 january 2010, a trifecta valve (model unknown) was implanted. On (B)(6) 2018, a valve-in-valve procedure was completed within the 8-year-old trifecta valve. The patient is reported to be discharged. Additional information has been requested. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.